Event description:
It was reported that the procedure was to treat a moderately calcified 99% stenosis in the proximal right coronary artery. The 1.20 x 6 mini trek was advanced to the lesion without resistance, but the balloon ruptured at 10 atmospheres during the second inflation. The mini trek was removed without resistance and the lesion was dilated with a new balloon catheter. It was further reported that the mini trek balloon had been prepped prior to use per instructions for use. There was no significant delay in the procedure and no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.